Event description:
During an endoscopic variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that when the nurse opened the package and checked the product, the thread connected to the band was different from the normal product. A photo was included that showed the trigger cord was not retained under the bands. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The picture provided shows the barrel and distal end of the trigger cord. There are only 5 bands present on the barrel in the picture, one of the bands is missing. It can also be seen that one leg of the trigger cord is extended out from the barrel and not in place under the bands. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the provided photo confirmed the report; one leg of the trigger cord was found to be extended away from underneath the bands. A definitive cause for this observation could not be determined as the product was not returned for evaluation. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.